Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an embolic stroke. The patient was reportedly not on anticoagulation therapy at the time of the stroke. Computed tomography scan was used. The patient had complete flaccidity of their left side. A cerebral angiogram with mechanical thrombectomy of the right middle cerebral artery (mca) was performed. The patient's speech was slurred but coherent and understandable. The patient continued to have extensive weakness in their left upper and lower extremities. The plan was for acute inpatient rehab when deemed medically stable.